Event description:
It was reported that right hip revision surgery was performed due to pain, tenosynovial tissue with chronic inflammation, necrosis, giant cell reaction and granulation tissue consistent with metallosis, and elevated levels of cobalt and chromium.

Manufacturer narrative:
[(B)(4)].